Manufacturer narrative:
Visual inspection was performed and no issues were observed. The reader powered on when the start button was pressed. Date and time was set successfully. The touch screen test was successful. The complaint is not confirmed. (Device manufacturer date) has been updated. (Model number) was incorrectly documented in the initial report.

Event description:
The customer¿s mother reported that the touch screen on the adc freestyle libre reader is not responding correctly. The customer could not go back to parameters or other functions and resetting was unsuccessful. It was further reported that the customer was hospitalized from (B)(6) 2018. Customer received a reading of 400 mg/dl, was diagnosed with diabetic ketoacidosis (dka), received insulin and a ketone analysis at the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer¿s mother reported that the touch screen on the adc freestyle libre reader is not responding correctly. The customer could not go back to parameters or other functions and resetting was unsuccessful. It was further reported that the customer was hospitalized from (B)(6), 2018 to (B)(6), 2018. Customer received a reading of 400 mg/dl, was diagnosed with diabetic ketoacidosis (dka), received insulin and a ketone analysis at the hospital. There was no report of death or permanent injury associated with this event.